Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, following an open groin hernia repair procedure, the device was applied on the inguinal area, there was a ¿repeated exudation of the wound, lengthening the healing time of the operation, needed a long-term change of medicine¿ due to the product issue. Silk suture was used to close the wound after the procedure. There was no patient injury.